Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30july2019. The manufacturer¿s service technician confirmed the reported user interface issue and reseated the user interface to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
User interface is loose. There was no patient involvement.